Manufacturer narrative:
Corrected fields: b5 - should state, "it was observed that during the device evaluation, the subject flex video scope exhibited peeling off of the objective lens adhesive part. There was no patient involvement."

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited peeling off of the objective lens adhesive part. There was no patient involvement.

Event description:
This is a customer inquiry received on 03-feb-2025 by olympus japan from (B)(6) hospital located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on (B)(6) 2025, the following issue occurred: request: abnormal bending tube, abnormality in the visual field/poor image quality, troubleshooting: completed. Reportedly, this issue involves the following olympus product ltf-s190-10. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of updates from local source systems done by (B)(4) (B)(6) in english and japanese on 05-feb-2025.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the peeling of the objective lens adhesive on the device is due to damage or deterioration of parts. The failure is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.